Event description:
On 10/14/2022, it was reported by a sales representative via sems that an ar-9545-t15-02 driver shafts end sheared off. This occurred during an unspecified time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. A torque-indicating adapter is recommended to be used with the device to prevent over-torquing. Most likely cause is attributed use error due to over-torquing/over-engaging the driver with the screw head.